Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-07138. It was reported that the patient experienced pain at the ipg site due to ipg migration following a traumatic event. It was also reported that one of the patient's leads was found to be fractured following the traumatic event, causing ineffective therapy for the patient. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.